Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 3058, serial#: (B)(4), product type: implantable neurostimulator . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the surgeon had some difficulty with connecting a tined lead to a interstim ii battery during the case that he had just finished. Another call was received from a nurse who explained that when the surgeon tried to insert the tined lead into the battery header, resistance was encountered. They attempted to force the lead in and tightened/loosened the set-screw, all to no available. It was decided by those in the theatre at the time they were encountering issues because the interstim ii they were using was out of date. A second in-date interstim ii was used but the surgeon had similar issues to the first. Again, attempts were made to force the lead in and eventually, having coated in vaseline, they were just about able to insert the lead and tighten the setscrew. When the manufacture representative asked for serial/lot numbers in anticipation that it would be a 978b128 lead they nurse responded with 978a128 lead information for the lead they had used. The manufacture representative said it all became very clear that the wrong lead had been used. The nurse explained that they didn¿t know there were two different leads. The manufacture representative explained to the surgeon that there was two remedial surgical options. The first was replacing the 978a128 lead with a 978b128. The other would be to replace the interstim ii ins for a perficio ins. The patient had not been scheduled for any surgery yet and it was unknown what the patient would do. The issue was not resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that on (B)(6) the patient underwent a revision surgery, where the 978a128 lead was removed and a 978b128 lead was implanted and connected to the ins.

Manufacturer narrative:
This report was create in error as no serious injury occurred with a product deficiency involved (unreported event). Continuation of d10: product ID 3058 lot# serial# (B)(6)implanted: 2021-(B)(6) explanted: product type implantable neurostimulator product ID 3058 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3058, serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator; product ID: 3058, serial# (B)(6), product type: implantable neurostimulator; product ID neu_wrench_acc, serial# unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.